Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump is priming insulin out during load step. This has happened once last week and once this afternoon. The reporter changes cartridges 2-3 times per week. Ten minutes before this cartridge change, the reporter received a random no prime warning. That is what prompted the cartridge change: thought it ran out of insulin but actually it was half full. The same no prime warning occurred last week prior to load step malfunction as well. There are no adverse events or blood glucose excursions related to this issue. This is being reported based on the allegation that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded several no cartridge detected and force zero loss of primes alarms. Evaluation revealed that the pump was unable to prime and run 24 hour test due to no cartridge detected alarms. The force sensor calibration was within specifications. Evaluation revealed that the display and force sensor flex were secure in place. One of the force sensor pins was not fully soldered in place.